Event description:
On 29 may 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting innan early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The early sensor retirement alert ec1 was triggered after day 80 owing to degradation of the indicator. No separate investigation is necessary. The RMA was for return only since the warranty on the sensor had expired. The early sensor replacement alert was triggered on day 81. Per case notes, user had already made an appointment with the doctor for another insertion. No further resolution was necessary for this complaint. H3. Device evaluated by manufacturer? Yes, not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 174. H6. Investigation conclusions updated to 4307.